Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was found that the hp pressed go to initiate therapy before connecting themselves to the setup. The hp stated that they did this because they saw air in the patient line and thought pressing go first would force the air out. The technical service representative (tsr) explained that they should have re-primed the line instead. The tsr reviewed proper procedures, per the user manual, with the hp. The hp planned to complete therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.